Event description:
It was reported during a laparoscopic assisted vaginal hysterectomy while using the atw35 the device was fired 2 times and the staples were malformed on each firing. The case was completed by opening a new atw. The rep is returning two reloads,tr35w, with the product. There was no consequence to the pt.